Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. A manufacturing record evaluation was performed for the finished device 7546000 number, and no non-conformances were identified. Manufacturing date: feb/08/2018. Expiration date: feb/07/2022. A manufacturing record evaluation was performed for the finished device 7353535 number, and no non-conformances related to the malfunction were identified. Manufacturing date: jul/18/2016. Expiration date: jul/15/2020. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 625cc saline prosthesis experienced deflation on an unknown side post procedure. This is diagnosed through a visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two lot and serial numbers were provided, however, the one belonging to the impacted product could not be determined. This is reflected in section d.

Manufacturer narrative:
Additional information was received on june 14, 2024. Explant was performed on (B)(6) 2024. Additional information was received on june 20, 2024. The deflation was left sided. The lot number was clarified to be 7353535. The serial number was clarified to be (B)(6). The impacted product was received by the failure analysis lab on june 20, 2024. The investigation of the returned photograph provided was completed by the failure analysis lab on june 27, 2024. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).